Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: photo analysis: one picture was received for evaluation and as per visual inspection of the picture a foil packet product code j570 was observed. No breakage sutures were observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Events reported via: 2210968-2021-11213 and 2210968-2021-11209.

Event description:
It was reported that a patient underwent a strabismus procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that suture broke during knotting in strabismus surgery. Changed another two to continue the surgery, the same problem happened. Another like device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.